Manufacturer narrative:
The biomedical engineer (bme) reported to nihon kohden on 10/17/2025 that the bedside monitor (bsm) randomly rebooted around 12:31 on 10/12/2025. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 10/29/2025 called the bme for all information in the ni list above: the bme replied that the requested information can be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm-1700 model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: .

Event description:
The biomedical engineer (bme) reported to nihon kohden on 10/17/2025 that the bedside monitor (bsm) randomly rebooted around 12:31 on 10/12/2025. No patient harm was reported.